Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the device alarmed system error 21503 while performing downstream occlusion sensor test. Upon opening case, a rubber foot was found to be damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was the damaged rubber foot. The plunger driver assembly, rubber foot and perimeter gasket require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the device alarmed system error 21503 while performing downstream occlusion sensor test. The plunger was also found to be loose. No additional information is available.